Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by low blood pressure. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event for five days. The patient was treated with vancomycin (discontinued, dose, route and frequency not reported) for peritonitis. On an unreported date, antibiotic treatment was switched to an unspecified drug (dose, route and frequency not reported) for the peritonitis. At the time of this report, the patient outcome was not reported. It was reported that the pd catheter was removed (due to yeast) and the patient was shifted to hemodialysis. No additional information is available.